Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there were low-flow alarms that may be related to both arrhythmia and hypovolemia. The low flow alarms resolved with fluid and an increase in metoprolol. Symptoms included fluttering in the patient's chest and palpitations. The device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed from the submitted log files. Although a specific cause for the reported low flow alarms could not conclusively be determined through this evaluation, the account communicated that they were likely due to the patient¿s cardiac arrhythmia and hypovolemia. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. The heartmate 3 lvas IFU is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, patient care and management¿, also lists hypovolemia as a potential late postimplant complication. Section 4 entitled ¿system monitor¿ explains that the low flow alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.